Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient's mother called out for the nurse. The nurse then assessed the patient and noticed blood on the patient and on the floor. The nurse also found that the port line was cracked at the end of the hub next to the microclave. The port was clamped off, de-accessed and re-accessed. Patient tolerated well.